Manufacturer narrative:
H10: additional manufacturer narrative: updated sections a2, b5, b7, f10 (patient code). H11: corrected data: updated section h10 (additional manufacturer narrative). Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular regurgitation and/or stenosis. The root cause of this event cannot be conclusively determined with the available information. However, the stenosis in this case was most likely impacted by the progression of the patient¿s underlying valvular disease pathology with or without structural valve deterioration and/or nonstructural dysfunction. The subject device is not available for evaluation, as it remains implanted in the patient. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a 21mm 3300tfx aortic pericardial valve was explanted after an implant duration of eight (8) years, one (1) month due to severe aortic stenosis. The explanted valve was replaced with a 21mm 8300ab aortic valve. Per the operative report, the old bioprosthetic valve was explanted and all old suture material and pledgets on the ventricular surface were excised. The fibrous pannus was excised as well. A 21mm 8300ab aortic valve was selected for replacement. Sutures were placed at the nadir of each of the three original cusps at the level of the annulus and used to guide the valve down to its supra-annular position. Sutures were snared and the valve deployed by inflating the delivery balloon to 4.5 atm for 10 seconds. Post deployment, the valve was checked and it was seated very nicely with no gaps circumferentially around the sewing cuff. Both coronary ostia were noted to be unimpeded. Good hemostasis was achieved. The patient was weaned from cardiopulmonary bypass without difficulty. The patient tolerated the procedure well and was taken to the cvs ICU in stable, but critical condition. The patient was discharged home on pod #5 in good condition.

Manufacturer narrative:
Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular regurgitation and/or stenosis. In this case, minimal information regarding this event was received and attempts to obtain additional information regarding the condition of the device, patient's medical history, or possible comorbidities have been made. The root cause of this event cannot be determined with the available information. However, this event was most likely impacted by the progression of the patient¿s underlying valvular disease pathology with or without structural valve deterioration and/or nonstructural dysfunction. The subject device is not available for evaluation, as it remains implanted in the patient. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. If new information becomes available, a supplemental report will be submitted.

Event description:
It was reported that this patient with a 21 mm 3300tfx aortic pericardial valve has been scheduled for a redo-avr procedure after an implant duration of eight (8) years, one (1) month due to unknown reason. No other details were provided.

Manufacturer narrative:
Reference CAPA: 20-00141.